Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Hexapod strut. Black pin disengaged 1/4 out. Patient was able to push it back in.

Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that hexapod strut, long hoffmann lrf 183mm-295mm was alleged of 'component loosened' could be confirmed. Based on investigation, the root cause was attributed to be manufacturing and supplier related. The failure was caused by manufacturing components out of specifications. The event involved a product problem indicating a non-conformity which is investigated and addressed through a nc and a CAPA. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. H3 other text : device was not returned

Event description:
Hexapod strut. Black pin disengaged 1/4 out. Patient was able to push it back in.